Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the insulin cartridge was leaking, associated with the user repeatedly removing the cartridge to top it off, which can wear the septum and compromise the seal; troubleshooting and education were provided to discontinue topping off and to replace the cartridge when low. Symptoms included hyperglycemia with blood glucose reportedly in the mid 300s. Outcomes included temporary interruption of therapy effectiveness without need for medical intervention. Investigation included customer interview and user education. Investigation of this case revealed user handling contributed to septum wear and leakage. It was concluded that the device performed as designed and that user technique was the likely cause of the event.